Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of noise reversion and high ventricular rate (hvr) on their right ventricular pacemaker lead. The hvr episodes appeared to be caused by premature ventricular contractions and the noise reversions were caused by possible lead noise. It was recommended that the patient be brought to the clinic for additional testing to verify the noise via isometric testing. Since there were very few episodes, the clinician elected to continue to monitor without performing intervention at this time. No patient symptoms were reported.